Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2012 - discharge summary indicates that during her stay the patient underwent a total colectomy small bowel resection with end jejunal stoma, placement of wound vac, and abdominal reconstruction with a xenmatrix graft. Upon discharge it was noted that her surgical wound was clean, dry, and intact with no signs of infection. On (B)(6) 2012 - patient underwent aspiration of fluid collection around the mesh. On (B)(6) 2013 - office visit, patient states that she was hospitalized for approximately seventeen months for necrotizing abdominal wall fasciitis and has gone through multiple surgeries. On (B)(6) 2013 - while undergoing a nuclear stress test the patient experienced chest pain and underwent an MRI for lower extremities evaluation for her known dvt. She was incidentally discovered to have an asymptomatic abscess in the pelvis. No intervention was taken. See MDR's 1213643-2012-00147 and 1213643-2012-00422 for information related to two other implant/explant events associated with this patient prior to this event.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Based on a review of the patient medical records this patient has a history of short bowel syndrome, necrotizing abdominal wall fasciitis and has undergone multiple abdominal surgeries. The medical records provided did not include an operative report for the implant procedure; the implant information was obtained from a discharge summary dated (B)(6) 2012. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may required removal of the prosthesis." No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additionally, there is no information indicating explant, nor has a sample been provided for evaluation. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.